Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device was received with normal operating currents, no unexpected battery out limit alarm noted. The device was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The device did have minor scratches on the lcd window, scratches on the reservoir tube window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, blank display, and a high and low blood glucose level. The customer states the insulin pump alarmed battery out limit even after a battery change. The customer said the alarmed occurred during normal use. A blank display was noted but the customer declined troubleshooting and decided to exchange the insulin pump. The customer's blood glucose level 600 mg/dl and reported an event of low blood glucose level of 34 mg/dl. Troubleshooting for both the high and low blood glucose was declined by the customer. . The customer was advised that the device would be replaced and agreed to return the product for analysis.